Event description:
It was reported that the system 9900 failed to fluoro and gave audible indication that it was in subtraction mode when it should have been in normal fluoro mode. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.